Event description:
The hcp reported the patient had been experiencing an "apparent dropping off in efficacy of baclofen." In the past, the patient has had fractured catheters and a questionable small tear or occlusion/kink in this catheter. "This patient has some mobility on the floor, but this involves a lot of wriggling and this mode of movement has apparently caused catheter complications in the past." The catheter was explanted and replaced and returned to the manufacturer for analysis. It was noted that the metal tip was missing from the distal end of the catheter. The patient now appears to be fine.

Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is completed.